Manufacturer narrative:
A review of risk management documents identifies the potential for this type of device malfunction, and the occurrence rate specified in the risk management documents accurately reflects the current actual occurrence rate.

Event description:
The surgeon was performing an open thoracotomy. The microcutter 5/80 stapler and a microcutter 30 curved tip blue reload were used to divide a basal branch of the pulmonary artery with acceptable results. The stapler and the microcutter 30 white reload were then used to divide a small segmental pulmonary artery branch with resultant bleeding noted at the patient side of the staple line. There did not appear to be any bleeding from the specimen side of the segmental pulmonary artery branch division. The surgeon reported that there did not seem to be any staples present in the vessel. The surgeon then placed sutures on both sides of the transected segmental pulmonary artery branch. A different stapler and different reloads were used to complete the surgery. There were no reported complications.